Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the patients right atrial (ra) lead became dislodged. The device was reprogrammed to a single chamber mode, in which the patient felt pre-syncopal while in that mode. During removal of the ra lead an outer insulation break was noticed by the physician. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).